Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. Caller stated that the pump's casing was separating at the bottom of the reservoir compartment. Blood glucose level at the time of the incident was over 400 mg/dl. The insulin pump was being replaced due to a prior complaint.

Manufacturer narrative:
The insulin pump was received with detached end cap and with blank display due to broken solder joint on the interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.